Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a back surgery for an unknown reason.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patient will undergo a back surgery for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a back surgery procedure. It was confirmed that the procedure was not device related. No further course of action will be taken.

Event description:
A report was received that the patient will undergo a back surgery for an unknown reason.